Event description:
Reporter alleged the customer received the results of 52 mg/dl and 111 mg/dl back to back within 10 minutes on the aviva system. Reporter had given the customer orange juice prior to obtaining both readings. Reporter gave the customer a glucose tab after the 52 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. Reporter stated that sometimes the strip vial isn't tightly capped. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.